Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from date of manufacture 03/17/2005 to present date 10/29/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer sent in device for unknown reasons and needs repairs/service. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer sent in device for unknown reasons and needs repairs/service. No patient involvement is noted.